Event description:
Customer reported receiving no delivery alarms on the insulin pump during bolus and priming. Customer reported changing the battery and then the insulin pump displayed a black circle on the screen. Customer reported installing a new battery the night before the call, and by the time of the call, that battery was dead. Customer reported that the insulin pump's alarm history showed a bad battery alarm. Customer also reported that the insulin pump returned failed battery alarms. Blood glucose level was 510 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).